Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/1/2019.

Manufacturer narrative:
Date sent to FDA: 11/19/2018. (B)(4). Additional narrative: it was reported that following the procedure the patient experience incontinence, urgency, frequency and vaginal lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient concurrently underwent hysterectomy and bilateral salpingo-oophorectomy. It was reported that following insertion the patient experienced urinary problems, bowel problems, recurrence, bleeding and dyspareunia.

Manufacturer narrative:
It was reported that following the procedure the patient experienced recurrent urinary retention and infection. No additional information was provided.